Event description:
The customer reported no alarms sounded during a patient incident.

Manufacturer narrative:
The customer reported that on (B) (6) at about 10:00 am, a patient had a desaturation episode but the monitor did not alarm. The patient was found blue and was oxygenated and revived. The patient recovered. Alarm logs show that the mp70 monitor alarmed for a desat at 9:54 am, and was silenced by the user at 9:55 am. Based on the available information, we conclude that the monitor worked as intended. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B) (4).